Event description:
Caller states patient tested 8.6 inr on the coagucheck s system (result is outside the numeric range of 0.6 and 8.0 inr of the device). Upon reviewing the meter memory, caller reported the value of 8.6 inr was stored as 4.6 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system, and replacement was sent.